Event description:
Revision of knee components due to potentially oversized femoral component and subsequent tibial loosening.

Manufacturer narrative:
Device was not returned to MFR for eval and device numbers were not provided for review.